Event description:
It was reported that the catheter was being placed in the emergency dept. During insertion, the physician was attempting to remove the swg and it unraveled but was withdrawn intact. The catheter was left in place and the location was verified by x-ray. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.